Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading on (B)(6)2024, and (B)(6)2024. However, the cgm sensor reading was inaccurate. On (B)(6)2024, the cgm blood glucose (bg) reading was 154 mg/dl, and the meter bg reading was 52 mg/dl. On (B)(6)2024, the cgm blood glucose (bg) reading was 147 mg/dl, and the meter bg reading was 57 mg/dl. Bg was addressed via consumption of sugar. System check with technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.